Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported slda. The reported patient effects of pulmonary edema and hypotension appear to be due to procedural conditions. Pulmonary edema and hypotension are listed in the instructions for use as known possible complicatis associated with the mitraclip procedures. The reported unexpected medical interventions were results of case specific circumstances as an was made to extubate the patient and another clip was implanted. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. The patient was in heart failure prior to the procedure. One xtw clip was implanted with leaflet segments with chordae. As the steerable guide catheter was removed from the patient, the patient's hemodynamics fell. While attempting to extubate the patient, the patient developed hypotension and pulmonary edema. A transthoracic echocardiogram (tte) confirmed a single leaflet device attachment (slda). The clip was detached from the posterior leaflet and remained attached to the anterior leaflet. The mr grade was mild. A second nt clip was implanted horizontally. The final mr grade was 1.